Event description:
The customer reported images were burned into the monitor screen. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The reported problem could not be identified. Though, the rep found workstation ac power plug green and brown wires loose. These were re-tightened and repaired. System now operates as intended.